Manufacturer narrative:
Product event summary: the device was analyzed and no anomalies were found, the reported event could not be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head would not interrogate a specific implantable device model. A new rf head on the same programmer worked fine. The rf head was returned for repair. No patient complications were reported as a result of this event.